Event description:
It was reported there was a medication error. The customer further reported that this is a user error. When the clinician went to hang the next dose of cefazolin 2g/50ml it was discovered that the previous dose was mixed 2g/100ml. Customer requested to see how the pump was programmed. There was no information on patient outcome. Although requested, customer declined to provide additional information.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.